Manufacturer narrative:
Lot 14909434: (B)(4). The conformable gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include death. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient was implanted with conformable gore® tag® thoracic endoprostheses. It was reported the patient expired on (B)(6) 2016. The cause of death is unknown.

Manufacturer narrative:
Addition. Event has been deemed non reportable, it was reported the patient was a (B)(6) year old involved in a motor vehicle accident (mva) and was treated for a thoracic aorta tear. The conformable gore® tag® thoracic endoprostheses was implanted successfully. The patient expired on (B)(6) 2016, from other injuries obtained in the mva. Addition review of the event determined this event to be non-reportable. This medwatch will be voided.